Manufacturer narrative:
The insulin pump was received with moisture damage on electronic assembly and keypad traces. The insulin pump had scratched lcd window and missing end cap sticker.

Event description:
The customer reported via phone call that they received a button error alarm right after the insulin pump got exposed to moisture. The customer's blood glucose was 320 mg/dl at the time of incident. The customer stated that they treated the high blood glucose with manual injection. The customer was advised that the insulin pump will need to be replaced. The customer was advised to revert to back-up plan. The insulin pump will be returned for analysis.